Event description:
Device was installed but not activated due to tongue not healing properly or placement of probe sleeve. I have been back every 30-90 days since inspire device was implanted in me and they cannot activate device.